Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/26/2017 device evaluation: the device has been returned and evaluated by product analysis on 2/06/2017 with the following findings: during the investigation, that pump could not be powered on. The attempt to download the pump history and black box was unsuccessful due to the pump having no power and corrosion in the battery compartment. The initial complaint was unable to be adequately investigated due to the pump having no power. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and contained corrosion. A leak test was performed and failed due to the battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).